Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the existing catheter was discovered to be broken during a CT scan, so the catheter revision was performed on (B)(6) 2016. The reporter indicated that, during the catheter revision, prialt was everywhere and had saturated the patient¿s gut; the patient¿s body had to absorb it. It was stated that the daily dose was 13mcg/day at that time, but the concentration was unknown. The reporter thought they went low on the daily dose when the catheter broke. It was noted that the reporter stated that he was not a good historian, so the reported events may not be correct.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving prialt at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient's catheter was replaced on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.